Manufacturer narrative:
The customer replaced the ups with a new one to resolve the issue. No harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down, due to a uninterruptible power supply (ups) failure.

Manufacturer narrative:
Details of the complaint on (B)(6) 18, (B)(6), at (B)(6), reported the ups for the cns-6201a, pu-621ra, (B)(6), had gone bad. This was discovered during troubleshooting after the cns screen went black. They replaced the ups with another one which resolved the issue. Service requested/performed the customer was advised that the ups warranty was tied to that of the cns, which had ended. Customer was to order a new ups through their sales representative investigation result : per manufacturer's manual, safe and continuous operation of the upm depends partially on the care taken by users. The following precautions are given: the upm is intended for stationary use by itself. Do not allow liquid or any foreign object to get inside the upm. Do not plug appliances such as hair dryers, fans, heaters, etc. Into the upm. Do not place the upm under direct sunshine or close to heat emitting sources (excessively warm temperatures will shorten battery life) . The ac power source for the upm should be conveniently near the upm and easily accessible avoid extension cords or temporary power strips to power the upm. Ametek powervar recommends that you do not plug laser printers into the upm. Laser printers are known to draw large amounts of current when the fuser/heater assembly is energized. Laser printers can easily overload the upm or create a low voltage condition that can interfere with the operation of the voltage manager circuit. Eventually every upm requires a new battery. Ametek powervar expects the battery in your upm to last a minimum of two years - perhaps longer if power outages are short and infrequent. Ishikawa analysis was used to brainstorm for probable root cause(s) of the ups failure: man: (1) lack of user education on limitations of ups, (2) communication gap on maintenance between nk/vendor/customer, (3) user error of frequent disconnection of ups from ac power. Method: (1) manual requirements, (2) using power strip or extension cords, (3) process of usage by user, (4) lack of maintenance. Machine: (1) inherent limitations e.g. Single device connection, limited battery capacity, etc. Material: (1) condition of ups outlet, (2) condition of cables, (3) battery needing replacement. Environment: (1) location of ups, (2) frequency of power outage, (3) wall condition or ac outlet, (4) uncertain duration of power outage. Supplier's failure analysis of one returned ups in a similarly reported incident was unable to duplicate the reported issue as the ups was able to power up with no problem and operate normally in both ac and dc mode. A plausible explanation was an incomplete ac inlet connection, which would cause the ups to run on battery backup and eventually turn off once the battery was depleted. As further information surrounding the circumstances of the incident along with the customer's usage and maintenance of the ups is not known, the root cause(s) could not be determined. No malfunction or deficiency of the cns is suspected. Risk analysis was conducted per (B)(4), quality complaint investigations: using qe team report ran on (B)(6) 19, analysis of patient monitoring complaints created against the pu-621ra for issues relating to ups failure identified 39 cases in which the pu-621ra suffered loss of power due to ups failure: ticket notification ticket title (B)(6), ups power issues ; (B)(6), failed ups ; (B)(6), bad ups ; (B)(6), ups exchange ; (B)(6), ups failed ; (B)(6), ups failure; (B)(6), ups will not power on; (B)(6), out of box ups failure; (B)(6), ups failed ; (B)(6), failed ups ; (B)(6), ups failure ; (B)(6), ups is not holding a charge ; (B)(6), ups bad ; (B)(6), ups issues ; (B)(6), obf ups ; (B)(6), ups failure ; (B)(6), pu-621ra ups is out (exc) ; (B)(6), pu-621ra ups is out (trb) ; (B)(6), ups failed due to multiple power outages ; (B)(6), failed ups ; (B)(6), failed ups ; (B)(6), ups failed and the cns powered off ; (B)(6), cns lost power - ups failure - cns-6201 - s/n: (B)(6); (B)(6),cns shut down due to a ups failure ; (B)(6), ups failed and the cns powered off ; (B)(6), ups issue ; (B)(6), ups failed again ; (B)(6), ups failure - pu-621ra - s/n: (B)(6); (B)(6), pu-621ra failed ups (exc) ; (B)(6), ups failed and the cns powered off ; (B)(6), pu-621ra ups failure (trb) ; (B)(6), ups will not power on ; (B)(6), pu-621ra ups failed (trb) ; (B)(6),pu-621ra ups failure (trb) ; (B)(6), ups ; (B)(6), pu-621ra ups failure (trb) ; (B)(6), ups issue ; (B)(6), ups failed ; (B)(6), ups for central nursing station went down causing cns to pow. The pu-621ra is the main unit for the cns-6201a. The cns-6201a central station monitor was introduced in 2011. Sap function zasd022 was used to determine the quantity of pu-621ra sales between 10/09/14 - 12/22/19 (data prior to october 2014 is not readily available). The total number of units sold since october 2014, was (B)(4). The complaint rate for this issue is less than (B)(4). The probability that the issue of [pu-621ra power loss from ups failure] will occur is determined to be unlikely (less than 5% of the time). The cns-6201a is intended for use by medical professionals to provide cardiac and vital signs monitoring for multiple patients within a medical facility. The cns-6200 series central nurse station will display and record physiological data from up to forty telemetry receiver/transmitters and generates an alarm when a measured parameter falls outside a pre-set limit or when life threatening arrhythmia is detected. Arrhythmia detection and alarm determination are functions of the telemetry receivers/transmitters or individual bedside monitor. This product will be available for use by medical personnel on all patient populations within a medical facility. The risks of a cns device turning off due to power issue resulting from ups failure is that there is a loss of central monitoring of patients' vital signs and waveforms, along with other patient information. The cns monitors both bedside and wireless telemetry transmitters devices. Bedside monitors have local monitoring and alarm functions, both audible and visual, while wireless telemetry transmitters are able to display compressed waveform and numeric data of the latest 10 minutes. When the cns is powered off, the issue is immediately noticeable by the attending clinician. If alternate monitoring means are not available for the wireless telemetry patients, there is a possible loss of patient monitoring. In a worst-case scenario, the loss of monitoring capability at a central nursing station for cardiac rhythm and vital signs could delay the recognition and management of arrhythmias and sudden deterioration in vital signs in critically ill patients. This could adversely impact the outcome of subsequent treatments. The risk of [pu-621ra power loss from ups failure] is considered major. Per (B)(4), the overall risk of [pu-621ra power loss from ups failure] is determined to be high. Monitoring of this issue will continue and the ticket will be updated once more conclusive information is available. Investigation conclusion as further information surrounding the circumstances of the incident along with the customer's usage and maintenance of the ups is not known, the root cause(s) could not be determined. No malfunction or deficiency of the cns is suspected. The probability that the issue will occur is determined to be unlikely (less than 5% of the time). The risk is considered major. Per sop06-075, the overall risk of [pu-621ra power loss from ups failure] is determined to be high. Monitoring of this issue will continue and the ticket will be updated once more conclusive information is available. Additional information: b4. Date of this report; d10. Device available for evaluation?; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? Additional information , device evaluation; h3. Device evaluated by manufacturer?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative. The following fields are not applicable (n/a) to this report: d4 lot # & expiration date.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down, due to a uninterruptible power supply (ups) failure.